Manufacturer narrative:
Manufacturers ref# (B)(4). H11: corrected data compared to medwatch report (mw5095485). B1: adverse event and product problem. B2: life threatening, required intervention. Summary of investigational findings: celect ivcf found to be multiply fractured (arms) with one fragment locally retained in extravascular position, one fragment in lingular pulmonary artery. Removed filter and lung fragment; other extravascular and inaccessible. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. However, there are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information the cause of event cannot be established. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. No evidence to suggest that the device is not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter investigation is still in progress.

Event description:
Celect ivcf found to be multiply fractured (arms) with one fragment locally retained in extravascular position, one fragment in lingular pulmonary artery. Removed filter and lung fragment; other extravascular and inaccessible. No adverse effects was reported on the patient due to this occurrence.